Event description:
The affiliate reported that foreign matter like paper waste was found inside of the sterilized case when the outer box was opened. The customer requested an exchange of the product. There were no adverse consequences to the patients.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the cranioplastic assembly process is conducted within iso8 cleanroom. From the investigation below, it can be determined that the source of the contaminant is more likely to come from the way the blistered ampoules are packaged at the liquid packing stage or from the transfer process into the clean room. Device history reviewed: # unrelated non conformances on this batch. Micro and sterility tests passed. Complaints database searched: complaints received by cmw in the last 12 months for this issue ¿ by lot number - 0. By product code - 0. By product family - 0. Storage conditions checked: not required for this type of complaint. Product checked: yes, see comments below. Fmea reviewed: yes, see comments below. IFU / label checked: not required for this type of complaint. Photographs attached (where applicable): not applicable. The cranioplastic assembly process is conducted within iso8 cleanrooms. This requires trained operators to be gowned, with cleanroom shoes and hair covered by hats and facial hairs to be covered. All the components/raw materials are transferred via a hatch. The steps of the process for the cranioplastic assembly process can be summarised as follows: 1-the operators assemble the powder pouch and the blistered ampoule onto a supporting card. 2-the operator places the components into a pouch. 3-the operator seals the pouch. Our current inspection standard has identified the following acceptance criteria for product: "any contamination within the component material, which visually appears to be less than 1 mm in length". However, the inspection still relies on 100% visual inspection from the operators and can be subject to human error. At the liquid packing stage, the blistered ampoules are packed using cardboard divider when they are sent to the eo sterilisation process. The powder fill operators often find small pieces of cardboard on blistered ampoules, due to static on the surface of the product. This may be a potential source for the contaminant. The pfmea has been reviewed and contamination (foreign matter) has been identified as an issue and results in a scoring of 10 (lines 38, 49 and 97). From this investigation, it can be determined that the source of the contaminant is more likely to come from the way the blistered ampoules are packaged at the liquid packing stage or from the transfer process into the clean room . The operators have been briefed on this issue and have been asked to prevent the introduction of contaminants during the cranioplastic assembly process. The source of the contaminant is more likely to come either from liquid packing process or from the transfer process into the clean room. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.